Event description:
The manufacturer received information alleging melting of the power port on a dreamstation avaps30. There was no report of serious patient harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.